Manufacturer narrative:
Insulin pump passed all functional tests including displacement, sleep current measurement, and active current measurement tests. All currents were within specified ranges. No unexpected low battery life or low battery alerts were noted during testing. However, confirmed power error detected due to connector resistance issue. The s/n label located between the belt clip rails is illegible. Also the middle (enter) keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had several power error detected alarms within the same day. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will be returned for analysis.